Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received via user facility report (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit broke during total hip arthroplasty. The broken piece was removed.

Manufacturer narrative:
Device history records were reviewed for lot 62731804 with no deviations or anomalies identified that would have contributed to the reported event. Receiving and inspections reports were reviewed, which revealed all devices that were accepted, completed, and sent to inventory met specifications. The product was retained by the hospital and not returned. Therefore, the exact condition of the component is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The instrument was manufactured on 02/jul/2014, with event date of (B)(6) 2016; therefore, the instrument had a field life of approximately 1.75 years. Its number of uses is unknown. It is unknown whether the drill bit was contacted against bone and fractured, or if the surgical technique was followed. A definitive root cause cannot be determined with the information provided.